Manufacturer narrative:
The patient sample came from the ER and stat troponins from the ER are spun for 180 seconds @ 8,500 rpm. The siemens field service engineer (fse) performed a total service call. No issues with the instrument were identified. The cause for the discordant tni-ultra result is unknown. Instrument maintenance for example issues with the sample or reagent dispense or contamination ca not be ruled out. In addition we cannot rule out preanalytical issues. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices for example using an abbreviated spin time can lead to erroneous results. Post service, a precision study on the tniu assay was performed which generated acceptable results. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." MDR 1219913-2018-00019 (patient 1) was filed for the same event.

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. A new sample was drawn and tested. The result was negative. The inital sample was repeated and the result was negative. The negative result was reported. The patient was in the emergency room. The correct result was reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR on february 14, 2018, 08/24/2018 additional information: multiple customer complaints report a positive bias of approximately 30% between advia centaur tni ultra reagent lots 010127 and 010125 or 010124 when testing patient samples and quality controls (qc) with concentrations approximately 0.10 ng/ml and lower on the advia centaur xp/xpt. In addition, depressed quality control results have been reported on bio-rad level 3 controls, with a negative bias of approximately -15%. In some instances, customer qc results fell outside the control insert ranges. Similar reports of a lesser magnitude have also been reported for tni ultra reagent lot 010127 on advia centaur cp instruments. Siemens' complaint investigation confirmed customer observations of bias with lot 010127. Investigation data demonstrates a mean bias of 33% between tni ultra reagent lot 010127 and 010125 for patient samples in the range of 0.020 ng/ml and 0.100 ng/ml on the advia centaur xp/xpt platform. On the advia centaur cp platform a mean bias of 14% between tni ultra reagent lot 010127 and 010125 was observed for samples in the range of 0.020 ng/ml and 0.100 ng/ml. The atellica immunoassay analyzer tni ultra assay is not impacted, as the affected reagent lot was not available for use on this platform. Biases in the high end of the assay range (concentrations approximately >20 ng/ml) were negative, which aligns with customer reports of a drop in control recovery beginning with reagent lot 010127. Siemens tested qc material and mcms, where mean results met acceptable ranges for each sample on every lot and platform but showed similar biases to patient samples in the same area of the curve. For verification purposes, advia centaur tni ultra lots 010125, 010128, 010130 and 010132 were tested on the advia centaur xp and advia centaur cp. Patient biases observed between these lots were within expected performance based on historical performance of the assay. Atellica immunoassay analyzer reagent lots 010126, 010129 and 010131 were also tested and biases observed between these lots were similar to or better than advia centaur systems lots. In addition, a normal range study confirmed that all lots tested are meeting the reference interval as stated in the instructions for use and design requirements (dir). Siemens' investigation concluded that the bias observed with lot 010127 is a lot specific isolated event. Siemens' complaint investigation is complete. Based on the investigation results, siemens concludes that although advia centaur systems tni ultra reagent lot 010127 has demonstrated a greater bias compared to other lots, it is performing as designed. The intended use of the assay is not impacted. Siemens has verified that the product is meeting all specifications and claims. The affected reagent lot 010127 expired on 2018-07-08. MDR 1219913-2018-00019 supplemental report 1 (patient 1) was filed for the same event.